Event description:
A hospital in (B)(6) reported via our distributor that the heaterwire of an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit lost electrical continuity and became open circuit after 2 days of use, causing the fisher & paykel healthcare mr850 respiratory humidifier to alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt319 adult bi-level/CPAP inspiratory-heated breathing circuit that is referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4). A heaterwire resistence test was carried out using a caliberated multimeter. Results: the the expiratory limb heaterwire was found to be within the specification for this product. The inspiratory limb heaterwire resistance was found to be outside specification. A lot check could not be performed as no lot number was provided. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All rt319 breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became open circuit after release for distribution, possibly as a result of a intermittent crimp connection. This malfunction does not interfere with the delivery of medical gases, only the heating of it. (B)(4).